Event description:
It was reported that the right ventricular (rv) lead was crushed by new mitral valve surgery. The event resulting in noise oversensing and pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that the right ventricular (rv) lead was crushed by new mitral valve surgery. The event resulting in noise oversensing and pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.